Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d4 (UDI no.) The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. A kink was observed on the catheter tubing approximately 76.2cm from iab tip. The fiber optic sensor failure was found broken 55.6cm from the iab tip. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and was able to go through the inner lumen smoothly. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported failure of ¿kink¿ is confirmed by the evaluation. However, the reported failures of ¿alarm, catheter restriction & difficult/unable to insert iab through sheath¿ cannot be confirmed by the evaluation. Additionally, the investigation confirms an analyzed failure of a fiber optic failure caused by a break. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The reported failure of ¿kink¿ is confirmed by the evaluation. However, the reported failures of ¿alarm, catheter restriction & difficult/unable to insert iab through sheath¿ cannot be confirmed by the evaluation. Additionally, the investigation confirms an analyzed failure of a fiber optic failure caused by a break. Complaint ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the 50cc sensation plus was kinked and attempted insertion but was unable to advance into sheath and patient. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
During use that intra-aortic balloon(iab) in operating room reported that 50cc sensation plus was kinked and attempted insertion but was unable to advance into sheath and patient. There was no patient harm or injury reported.